Event description:
During schon insertion, patient vital signs sufficiently dropped. Dr. Quickly fluoroscoped the patient and found that she suffered an air embolism. A code was called and the patient was revived. She was sent to the ICU for observation. The schon was still in the intra jugular vein. The doctor stated that he thought he heard a sucking noise when the catheter was sitting in the sheath. Roberts clamps were attached to the catheter prior to insertion. The pt was sedated during the entire procedure.